Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 31 mg/dl using the guide meter and around 110-120 mg/dl, tested with a hospital meter. The customer visited the hospital reporting the results were low and was not treated nor hospitalized.